Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized, on unknown date, due to no delivery and was not notified that it was not delivering and buttons had to be pushed harder. The customer blood glucose level was unknown. Customer also stated that the rejected new batteries out of package rarely, scratch at battery area and unexplained no delivery alarms a couple times. The devices will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion test, occlusion, prime, excessive no delivery and displacement accuracy tests. The stop current and run current measurement tests were within specification. The pump also passed the self test, off no power alarm and a21 error tests. No bolus stopped alarm was noted during testing. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. No unexpected no delivery alarms were noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. The pump uploaded properly using carelink. All buttons functioned properly. No damage was noted on the keypad traces. No button error alarm was noted. During visual inspection, the keypad connector on the lcd was found locked properly. No scratched case near the battery compartment noted. The pump had a scratched reservoir tube window and a cracked reservoir tube lip. The test p-cap and reservoir locked in place in the reservoir compartment.